Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. A detailed investigation was performed by an expert from the technical service: date: 20.08.24 name: (B)(6). The allegation in this complaint was confirmed to be a complaint as a malfunction of the device could be identified. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. In this case, the failure did occur during ventilation of a patient, the device went into ambient mode. The device had to be removed from the patient. There was no reported patient, user or third party harm. The root cause for the reported failure of ventilation in hiflowo2 mode was attributed to a non-reproducible failure (voltage error tf 446022) of components on the mainboard which supply 3.3vdc power within the hamilton-c3. There was no correction, as the failure could not be reproduced by the service technician, the mainboard was not changed. The unit was calibrated, full service software performed and tested ok. In addition, the annual preventive maintenance, including the exchange of o2 cell, fan filter, dust filter, hpo inlet filter, hepa filter was performed. The battery, which had just passed its service-life was not yet changed. As there was no other similar case for a hamilton-c3 device on record, a CAPA will not need to be initiated. Nevertheless, the failures of devices in the market are monitored on a regular basis and if the failure ratewas to increase a CAPA will be considered ----------------------------------------------------------------------------------- hamilton medical ag complaint number: (B)(4). Follow-up 3 - corrected information:  **UDI related data quality updates only**  .

Event description:
The following was reported to hamilton medical ag: summary:device enters ambient mode and alarms with teqr_bmmonitoring logged in error log.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. A detailed investigation was performed by an expert from the technical service: date: 20.08.24 name: (B)(4). The allegation in this complaint was confirmed to be a complaint as a malfunction of the device could be identified. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. In this case, the failure did occur during ventilation of a patient, the device went into ambient mode. The device had to be removed from the patient. There was no reported patient, user or third-party harm. The root cause for the reported failure of ventilation in hiflowo2 mode was attributed to a non-reproducible failure (voltage error tf 446022) of components on the mainboard which supply 3.3vdc power within the hamilton-c3. There was no correction, as the failure could not be reproduced by the service technician, the mainboard was not changed. The unit was calibrated, full-service software performed and tested ok. In addition, the annual preventive maintenance, including the exchange of o2 cell, fan filter, dust filter, hpo inlet filter, hepa filter was performed. The battery, which had just passed its service-life was not yet changed. As there was no other similar case for a hamilton-c3 device on record, a CAPA will not need to be initiated. Nevertheless, the failures of devices in the market are monitored on a regular basis and if the failure rate was to increase a CAPA will be considered.

Event description:
The following was reported to hamilton medical ag: summary: device enters ambient mode and alarms with teqr_bmmonitoring logged in errorlog.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary:device enters ambient mode and alarms with teqr_bmmonitoring logged in errorlog.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. A detailed investigation was performed by an expert from the technical service: date: 20.08.24 name: (B)(6). The allegation in this complaint was confirmed to be a complaint as a malfunction of the device could be identified. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. In this case, the failure did occur during ventilation of a patient, the device went into ambient mode. The device had to be removed from the patient. There was no reported patient, user or third-party harm. The root cause for the reported failure of ventilation in hiflowo2 mode was attributed to a non-reproducible failure (voltage error tf 446022) of components on the mainboard which supply 3.3vdc power within the hamilton-c3. There was no correction, as the failure could not be reproduced by the service technician, the mainboard was not changed. The unit was calibrated, full-service software performed and tested ok. In addition, the annual preventive maintenance, including the exchange of o2 cell, fan filter, dust filter, hpo inlet filter, hepa filter was performed. The battery, which had just passed its service-life was not yet changed. As there was no other similar case for a hamilton-c3 device on record, a CAPA will not need to be initiated. Nevertheless, the failures of devices in the market are monitored on a regular basis and if the failure rate was to increase a CAPA will be considered.

Event description:
The following was reported to hamilton medical ag: summary:device enters ambient mode and alarms with teqr_bmmonitoring logged in errorlog.